Event description:
Affiliate reported that leakage was noted from 'y' connector during drainage and during use on the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.